Event description:
It was reported that during an emergency vt procedure, the rotor of the cool flow pump did not rotate properly (the motion was not smooth). This issue occurred during use of the system. The pump could not be used for this procedure. The product issue reported by the customer was not indicative of a reportable complaint. However, it became reportable because the urgent procedure had to be postponed to the next day due to this rotor mechanism problem, although the procedure was completed successfully the next day.

Manufacturer narrative:
(B)(4). The customer reported that the pump would not deliver fluid to the patient causing the procedure to be postponed. During troubleshooting of the complaint device, the bwi field service engineer identified that the customer was connecting the pump cable into the remote control socket instead of the generator socket. Upon connecting to the right socket, the error did not persist. The device history record for coolflow pump serial number (B)(4) showed that no reprocessing or test failure was noted during the manufacturing cycle. The device passed final test and met all specified requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).